Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the patient was discharged without receiving a postoperative one week device check. The patient lost consciousness and it was noted that the ventricular lead had loss of capture and fluoroscopy showed the lead had dislodged. It was further noted that the ventricular lead exhibited undersensing, high thresholds, and low impedance. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.